Event description:
There was a report of an occurrence of a leak at the heat exchanger of a fluid warning infusion set. No pt was involved as the issue was discovered during testing prior to use.

Manufacturer narrative:
Eval summary: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.